Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 was working normally at first, then on 4th and 5th clip, the clips did not fire normally. The surgeon had to use a lc310 to complete the case. The or time was extended 40 minutes, as a result.